Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted:(B)(6) 2019, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that "a bunch of electrodes out of whack" meant that there were several electrodes with high impedances. The revision corrected the issue. Both extensions were replaced and then all impedances were normal. The rep did not see and visible damage to the extensions, but when they were replaced everything worked correctly. The extensions had to be cut into several smaller pieces in order to be removed from the patient. The extensions were not returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain. It was reported that the rep wanted to know if they could use the switch device functionality with an already implanted and programmed ins. The rep said the patient was having a revision because "a bunch of electrodes are way out of whack." No further complications were reported.